Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, with assistance from technical support, attempted to load a new cartridge but encountered recurring alarms, so technical support opted to replace the pump and cartridge. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was instructed on steps for returning the problematic pump and receiving the replacement.